Event description:
Caller reported a cgm error associated with a sensor issue. There was no adverse impact to the customer¿s blood glucose level. Technical support provided complete pump reset information and guided the caller through the reset process, which resolved the issue as the pump error did not reappear. The caller successfully initiated a new sensor session afterward.